Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored for several days and no unexpected constant audio tone or frozen display. No audio or beep anomaly noted during our testing. The insulin pump had missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a constant tone that could not be cleared and there was no message on the screen. The battery was removed and reinserted after 5 minutes, and it did not resolve the issue. The battery was removed and a new battery installed after 2 hours, and the tone was gone, but the buttons were unresponsive. The blood glucose reading was 240 mg/dl. It was advised the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.